Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (overheating) has been confirmed. Upon investigation the monitor was unable to complete incoming testing. The cause for the monitor failure was isolated to a shorted 12v through u600 component. -5v and 5.4v were shorted through the u602 component and there was thermal damaged to multiple components of the pca board. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.